Manufacturer narrative:
(B)(4).. Date sent: 7/24/2020. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Batch #: t94e5f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary of an image sent by the account: image: this is an image of what appears to be a harmonic device with the tissue pad detached and present in the image. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Because the instrument was not return our evaluation is limited. Additional information was requested and the following was obtained: what efforts were made to locate the tissue pad during the procedure (please advise if all fragments of the tissue pad was retrieved from the patient)? Nurses noticed that tissue pad wasn¿t fully intact with clamp arm, and removed device out from patient immediately. There are no fallen parts inside patient's body. Was this procedure converted to an open procedure? No. Proceed with another unit of har36. Are there any plans to locate the piece? N/a. Was there any change in the patient care as a result of this event? N/a. What is the current patient status? Discharged home. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the teflon pad broke into 2 pieces and fell off. It happened after a few seconds of activation when the surgery first started. The jaws didn't come into contact with any metal or other instruments. The procedure was successfully completed.